Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced chest pain, abdominal pain, and passed out twice during therapy. The patient was hospitalized for the events. The cause of the events, treatment, and patient outcome were not reported. The patient has since been discharged from the hospital and into a rehab center. No additional information is available.